Event description:
Doctor reported the visual accurancy of tracking while using the instatrak system during sinus surgery was off >5mm when touching anatomical landmarks. The doctor discountinued use of the system and the patient status was reported as ok.